Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/13/2020. Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. Was there a reported issue with the reservoir. => the voc was that (1) drainage could not be done and (2) blood leaked from the drain. Regaring (1), we (jjkk) were not sure if it was due to the reservir or the drain. Thus, we'd like the analysis site to investigate both of the reservoir and drain to make sure. Why was it returned? Please see the above answer. No further information will be provided.

Manufacturer narrative:
(B)(4).attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent.were any anomaly or deficiency noted in the drain during placement?no further information is available.how long after the frst activation happened did the issue occured?no further information is available.did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time?no further information is available.why was the reservoir replaced?since drainage could not be done and it was found that blood leaked from the drain.if there was an issue with the reservoir, please provide product code and lot number.no further information is available.was the drain replaced from the patient during the same procedure?yes.device return status.we regularly contact with sales rep about the device returning.no further information will be provided.to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.were not sure if it was due to the reservir or the drain.note: events reported via mw #2210968-2020-02113.

Event description:
It was reported a patient underwent a total knee arthroplasty, on an unknown date and reservoir was used. During surgery after placing the reservoir, the reservoir was unlocked, but drainage was not done. The surgery was completed using another drain and reservoir . Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to FDA: 9/10/2020. Corrected information: d2, d2b, d3, g1, g2, g5.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 8/11/2020. H3 evaluation: locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to, it was able to be activated and de-activated several times with no issues. Therefore, is considered this material factor does not contribute to the reported complaint defect. In accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this man factor could have affected the product integrity and its function. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, the bag did not inflate. It means that there is no damage on the film of the reservoir. Therefore, it is considered that machine factor does not contribute to the reported complaint defect. Reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered this method factor does not contribute to the reported complaint defect. Defect reported by customer was not verified on sample received. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.